Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report which revealed intermittent decreases in power consumption and estimated flows within the analyzed period. However, no alarms were logged within the analyzed period. Information provided by the site indicated that, in addition to the low flow event, the patient was hospitalized for fluid resuscitation due to hypovolemia and dizzy spells. It was noted that the patient was taking an increased diuretic dose at home and became very dry. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural fac tors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for fluid resuscitation due to hypovolemia and dizzy spells. The ventricular assis t device (vad) was also exhibiting low flows. It was noted that the patient was taking an increased diuretic dose at home and became very dry. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report which revealed intermittent decreases in power consumption and estimated flows within the analyzed period. However, no alarms were logged within the analyzed period. Information provided by the site indicated that, in addition to the low flow event, the patient was hospitalized for fluid resuscitation due to hypovolemia and dizzy spells. It was noted that the patient was taking an increased diuretic dose at home and became very dry. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural fac tors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for fluid resuscitation due to hypovolemia and dizzy spells. The ventricular assist device (vad) was also exhibiting low flows. It was noted that the patient was taking an increased diuretic dose at home and became very dry. The vad remains in use. No further patient complications have been reported as a result of this event.